Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient requested guidance on turning the ins to MRI mode; however, the patient also reported a loss of therapeutic benefit. The patient stated they were not getting symptom relief and were catheterizing themselves five times a day. The patient also mentioned they were unable to empty their bladder. The patient reported that they had been in an auto accident and would need an MRI of their lumbar and cervical areas. The patient asked about the functions of the programmer buttons. The agent sent the patient an email with the patient programmer quick reference guide and also reviewed the programmer guidelines for general use with the patient. The patient was redirected to their managing healthcare provider (hcp) to discuss ins removal and further evaluation. The patient mentioned they had already spoken with their managing hcp and planned to discuss ins removal in june.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.